Event description:
I had breast implants from meme 32 yrs ago. I started with hypothyroidism 2 yrs after implant then htn a few yrs later. In 2019 I had both hands operated on for arthritis and they thought I had rheumatoid but my markers were neg. In (B)(6), I had issues with a fib, uti and a bakers cyst rupture in the same week. Approximately 2 weeks later my right arm was paralyzed and I had difficulty walking and being able to get up from a seated position. I was diagnosed with inflammatory arthritis. I was also suffering from severe brain fog and blurred vision. I realized that it was my implants causing all of this and was out on disability for several months. In (B)(6) and had them removed (B)(6) 2022. Both were leaking, my right one was ruptured and leaked into my arm pit. I had surgery yesterday to try to get the rest of the silicone out. I did get better after the implants were removed but still suffering from htn and inflammatory arthritis. The arthritis has destroyed both of my shoulders in 1 yr. Reference report: mw5117896.